Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 550mg/dl with extreme urination, shaky legs, chest pain, symptoms of dehydration, and unspecified ketones. The patient was hospitalized and treated with an infusion site change, glucose via pump and injections. Trouble shooting with customer technical support did not reveal any delivery issues but the patient discontinued pump therapy because of an alleged inaccurate delivery issue. This complaint is being reported because the patient experienced hyperglycemia and the pump cannot be ruled out as causing/contributing to the hyperglycemic event.